Event description:
This unsolicited case from united states was received on 16-jan-2018 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and had pain the first night after receiving synvisc one and swelling the first night after receiving the injections after few hours and on the same day shuffel to walk due to the pain and swelling, could not bend knees; after unknown latency could not drive, had redness in the knees. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. Patient had no known drug allergies. Concomitant medications included: levothyroxine sodium (synthroid) and sertraline hydrochloride (zoloft). Patient had thyroid disorder and anxiety. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in both knees for osteoarthritis. On the same day (at night), few hours after the injection, patient had pain and swelling after receiving the injection. It took about a week for the swelling to go away. On the same day, patient had some had to shuffel to walk due to the pain and swelling and could not bend her knees. Patient used ice and ibuprofen (motrin) over the counter dose 2 tabs about every 6 hours for 4-5 days. On an unknown date in (B)(6) 2017, after unknown latency, patient could not drive for 5 days and had redness in the knees. It was reported that the patient did not have swelling before the injections and her knees were not measured prior to the injections. She did not follow up with her doctor as she thought it would get better and would have follow up if it lasted a week. Patient did not get bloodwork or follow up and doctor instructed her to follow up if needed after she was notified of receiving the recalled lot. As of (B)(6) 2018, patient had no pain at this time and was back on the treadmill. Patient was most concerned about long term problems receiving an injection with the bacteria methlobacterium. Corrective treatment: ice and ibuprofen for shuffel to walk due to the pain and swelling, redness in the knees, could not bend knees, pain and swelling; not reported for other events except device malfunction outcome: unknown for redness in the knees, could not drive and device malfunction; recovered for others an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 30-jan-2018 from the patient. Event of could not bend knees was added. Concomitant medications and medical history were added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi follow up company comment dated 30-jan-2018: the follow received does not change the previous assessment of the case.this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced difficulty walking, impaired driving ability, redness in knees and joint range of motion decreased. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 16-jan-2018 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and had pain and swelling after few hours and after unknown latency shuffle to walk due to the pain and swelling, could not drive, had redness in the knees. Also device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. Patient had no known drug allergies. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 7rsl021 and expiration date: not provided) in both knees for osteoarthritis. On the same day (at night), few hours after the injection, patient had pain and swelling after receiving the injection. It took about a week for the swelling to go away. On an unknown date in (B)(6) 2017, after unknown latency, patient had some redness in the knees and had to shuffle to walk due to the pain and swelling. Patient used ice and ibuprofen (motrin) over the counter dose 2 tabs about every 6 hours for 4-5 days. On an unknown date in (B)(6) 2017, after unknown latency, patient could not drive for 5 days. It was reported that the patient did not have swelling before the injections and her knees were not measured prior to the injections. She did not follow up with her doctor as she thought it would get better and would have follow up if it lasted a week. Patient did not get bloodwork or follow up and doctor instructed her to follow up if needed after she was notified of receiving the recalled lot. As of (B)(6) 2018, patient had no pain at this time and was back on the (B)(6). Patient was most concerned about long term problems receiving an injection with the bacteria methlobacterium. Corrective treatment: ice and ibuprofen for shuffle to walk due to the pain and swelling, redness in the knees, pain and swelling; not reported for other events except device malfunction. Outcome: recovered for pain and swelling and unknown for other events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 19-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced difficulty walking, impaired driving ability and redness in knees. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.